Event description:
Philips received a complaint on the device efficia dfm100 indicating that the device is indicating ¿insert charged battery or exit¿. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Phillips service engineer has sent customer service quote, which was never confirmed. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The device has not been made available to philips. Visual and functional testing could not be performed. Philips is unable to confirm the reported problem due to device unavailability. The device remains with the customer, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The information in the complaint investigation summary addresses the current investigation findings. No further investigation into this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.